Event description:
A nurse was drawing blood into a vaccum the tube using the bact/alert adapter cap and insert. The stopper in the test tube came out when they were withdrawing the tube from the adatper cap and insert. Blood splashed in the nurse's face and mouth. The nurse was given a tetanus and hepatitis b booster shot.